Event description:
Three pts allegedly developed a deep vein thrombosis, in which one postoperative gastric bypass pt allegedly had expired due to a pulmonary embolism. No other information was made available by the hospital.